Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this right atrial (ra) lead exhibited noise and loss of capture (loc). A lead revision was performed, the ra lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported.